Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. There was also a cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, and scratched reservoir tube window.